Event description:
The service report shows that there was no audible alarm. The co's customer support engineer (cse) verified that the alarm worked intermittently. The cse inspected the device and replaced the alarm assembly. The unit passed extended self testing. This report is not an admission by co that this device caused or contributed to the event alleged in this report.